Manufacturer narrative:
The device manufacture date was documented as unknown in the initial report. It has been updated as feb 7, 2011. Device evaluation: the actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the bearings were worn out. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to wear from normal use and servicing. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate

Manufacturer narrative:
Additional narrative:date of event is unknown; date of manufacture is unknown. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from (B)(6) that the attachment device did not function. It was unknown to the reporter if the device was used in surgery. There were no delays in the surgical procedure. A spare device was not available for use. It was not reported if there were patient injuries, medical intervention or prolonged medical hospitalization. The exact date of the event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.